Event description:
Nellcor puritan bennett rec'd a call from representative of home medical equipment on 7/26. Home medical equipment representative called to report the following problem: alarms not being heard.